Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician performed a ureteral stent placement procedure, inserting stent model 778426, one week after placement, the stent dislodged from the patient¿s body, and the patient returned to the hospital for reinsertion of a ureteral stent.